Event description:
The facility representative reported that there were too many deep discharges below alarm threshold. Information was not provided regarding whether or not the failure occurred during a patient infusion.